Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a (B)(6) female patient who had essure (batch no. 628433) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: implanon in 2007. Concurrent conditions included menorrhagia and dysfunctional uterine bleeding. Concomitant products included etonogestrel (implanon). On (B)(6) 2010, 125 days before insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen on the left side") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and vaginal discharge outcome was unknown, the abdominal pain lower had not resolved and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events pelvic pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication, lot number were added. Events vaginal discharge, abdominal pain lower, abdominal pain and pelvic pain were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 38-year-old female patient who had essure (batch no. 628433) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: implanon in 2007. Concurrent conditions included menorrhagia and dysfunctional uterine bleeding. Concomitant products included levonorgestrel (implanon). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 3 months 27 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdomen on the left side") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and vaginal discharge outcome was unknown, the abdominal pain lower had not resolved and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure wires were bilateral; on (B)(6) 2017: essure wires were bilateral ultrasound scan vagina - on (B)(6) 2010: total bilateral occlusion concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.